Manufacturer narrative:
The date the device was returned for evaluation was reported as (B)(4) 2015 in error, the date the device was returned for evaluation is (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance and cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the housing was damaged on the compact air drive device at the junction of the shaft and the gear because the torque was low. It was also noted that the soft mode had an air leak problem, the reverse locking mechanism was not functioning and the soft mode switch did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.